Manufacturer narrative:
Product analysis: visual review of the returned implant identified stripped inserter threads and deformation on the face of the implant consistent with significant impact. No deformation of the threaded hole is noted. Deformation of multiple implant teeth along the length of the implant, this suggests incomplete distraction or vertebral spacer preparation. A smaller vertebral spacer was subsequently utilized without issue. The above observations are consistent with stripping of the threads due to significant force during attempted implantation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) (threads damaged). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior oblique lateral interbody fusion (olif) surgery on (B)(6) 2016. During approaching to l4/5 and when the inserter was being pushed to back side and the cage was loaded to the inserter, the cage came off from the inserter. The cage could not be loaded again, so it was replaced with a new one and the procedure was completed using s7. The cage (10x50) came off from the inserter when the attached cage was hammered into vertebrae with pushing the inserter toward dorsal. Since the first cage insertion, intervertebral height was narrow. When the cage was inserted into 70% of vertebrae, the cage came off from the inserter and could not be reattached. The cage was removed with the remover and the slap hammer. Subsequently the cage (8x46) was inserted without any issue. The surgeon told that it could happen because of peek but the slap hammer was too short to apply the force for removal and it would be better if there was a choice of 9mm height cage. The event happened when the cage was inside the patient. The thread might have been damaged due to impaction force applied during insertion. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.